Event description:
(B)(4). The dentist reported 4 months after the dental implant was installed in pt's mouth it was verified its non osseointegration. Pt had bone type ii, 45 ncm of primary stability was achieved and immediate load was not performed.